Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns pt was being referred for replacement of their lead and generator. It was later indicated by the physician that the pt's "leads aren't working properly." Surgery to replace the vns lead and generator has occurred and during the return of the explanted products, it was noted that the reason for explant was a lead discontinuity. The explanted products have been received and are currently undergoing analysis. Attempts for further info have been unsuccessful to date. No adverse events have been reported.